Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the issue was occurring related to a battery change. During troubleshooting, the reporter inserted a battery from a new pack but the pump still would not power on. The reporter confirmed that the battery cap was secure, there was no damage to the battery cap or pump casing, and there was no moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/26/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump unable to power up. Pump opened; evidence of moisture found internally. Unable to perform/verify all steps of this investigation due to internal moisture damage. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Submitted 08/25/2015 in follow-up #1: a review of the complaint record indicated that there was moisture/corrosion present in the battery compartment at the time of the initial contact.